Event description:
It was reported that patient presented remotely via merlin.net. It was noted that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Changes were made. Patient condition was stable.